Manufacturer narrative:
.

Event description:
It was reported that patient presented in-clinic for follow up with device that was post-sensed t-wave oversensing. Patient received inappropriate hv therapy as a result of the oversensing. Programming changes were made to device.